Event description:
It was reported that the device had a bubbled dso seal. Additionally, the investigation identified downstream occlusion seal damage, an issue that could result in a hazardous situation, therefore making this investigation reportable. The event happened during testing.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition of the downstream occlusion seal. Additionally the dso seal was observed to have become separated from the device, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No root cause could be identified for the observed condition. The device dso seal was replaced.